Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial. Visual inspection found the lens optic torn. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4)

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+2.0/065 (sphere/cylinder/axis). After the lens was inserted, the surgeon noted there was a hole in the icl lens. The lens was removed and the backup lens was implanted.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).